Event description:
It was reported that a stage 1 revision of the patient's left shoulder was performed due to infection. Surgeon reported infection as mrsa. Patient's entire shoulder construct was removed and a spacer was placed. Rep reported that the hospital and surgeon will not release any further information.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. No additional information such as medical records, x-rays or surgery reports was provided although repeatedly requested due to (¿hospital policy¿). Likewise, no further information regarding the kind of infection was provided. We have received no information regarding other potential sources of infection, including but not limited to the patient or the facility. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device retained by hospital.

Event description:
It was reported that a stage 1 revision of the patient's left shoulder was performed due to infection. Surgeon reported infection as (B)(6). Patient's entire shoulder construct was removed and a spacer was placed. Rep reported that the hospital and surgeon will not release any further information.